Event description:
It was reported that the right ventricular (rv) lead measured high impedance. Capture thresholds had varied even though it currently measured within normal range. The lead was capped and was replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 457445 lead, implanted (B)(6) 2005. (B)(4).